Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2018. The patient's father stated the reaction was located on the back of the patient's upper arm. The patient's skin was red and itchy from the patch overlay. The affected area was treated with cortisone cream that was prescribed to the patient on (B)(6) 2018. At the time of contact, the affected area had healed. No additional patient or event information is available. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.